Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump volume was too low. As a result, customer alleged that they were not able to hear an out of insulin alarm that occurred during the night, leading to a high blood glucose (bg) level of 600 mg/dl. High bg was addressed with intervention from customer's mother, who contacted customer's healthcare provider and assisted with manual injections. Reportedly, the customer continued to use the pump for insulin therapy.